Event description:
Additional information was received from the patient. The patient stated that she tried turning stimulation up in an attempt to resolve the urgency and loss of urinary control but it became too painful. The patient reported that she had developed a hematoma after returning from a trip. The patient wore compression stockings and got up to walk several times. The patient did not know if the device was related and had not discussed the possibility.

Event description:
The consumer reported that the patient had an ultrasound on (B)(6) 2016 and a CT scan on (B)(6) 2016. On saturday or sunday, the patient went to the hospital for an ultrasound and they took them to the emergency room. The following morning, they flew the patient to a bigger hospital to see a vascular surgeon and they stayed in the ICU for 3 days. Then they put the patient into a regular room on (B)(6) 2016 and then drove them back to the hospital where they were now. The patient had a blood clot and hematoma in their leg. No matter how the patient set it, they had to pee every 25 minutes and an hour ago, they lost control completely. The urgency and no control was due to a sudden change. The urgency started 2 or 3 days ago, sometime over the weekend. The patient was on bed rest and had to call someone to help them use a bedpan, so they wanted to get their device working. Prior to this, it worked just fine. The patient felt stimulation and wanted to make an adjustment to help their urgency. The patient's therapy was on, set at 2.1v on program 4. The patient would call their health care provider (hcp) to resolve their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.